Event description:
On (B)(4) 2012, a spontaneous report was received from a consumer via a company rep regarding a female of unreported age who was exposed to aldahol hld. Medical history and concomitant medications were not reported. On an unreported date or prior to (B)(6) 2012, the female was exposed to the product at her place of employment (route or extent of exposure were not provided). After the exposure on or prior to (B)(6) 2012, the female felt constriction in her throat, went to a doctor, and was diagnosed with asthma. The female was also described as having developed a possible sensitivity to aldahol hd. On an unreported date, professional air quality tests were performed at the facility with no concerns identified. No additional info was provided. On (B)(4) 2012 and (B)(4) 2012, additional info was received from 2 different consumers. On (B)(6) 2012, it was learned that the female's medical history included previous use of rapicide disinfectant in (B)(6) 2011 without problems. She had started working at her place of employment on (B)(6) 2011 and was exposed to aldahol hd 1-2 times per week while disinfecting equipment. On an unspecified date in (B)(6) 2012, the female experienced cough and congestion. She was seen at the emergency room (ER) where she was diagnosed with asthma. Treatment included prednisone, an inhaler, ativan (lorazepam) and a recommendation to f/u with a pulmonologist. As of (B)(6) 2012, exposure to the product was ongoing. On (B)(6) 2012, it was clarified that the female had been diagnosed with asthma during childhood, and the events in (B)(6) 2012 represented an exacerbation of the condition. Her medical history also included a kidney stone, and it was reported that the female was not taking any concomitant medications. Exposure to aldahol hd did not start until (B)(6) 2011 (clarified from (B)(6) 2011). Treatment for the events was also clarified as prednisone 20 mg orally daily, albuterol inhaler twice daily, and lorazepam 0.5mg orally as needed. The events resolved on an unk date "sometime after (B)(6) 2012". It was noted that the female was not sure if the events were related to the aldahol hd or lysol. No additional info was provided.

Manufacturer narrative:
(B)(4). The person exposed to aldahol hld is a facility employee.